Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this lv lead was explanted due to the patient suffering an infection. No additional adverse patient effects were reported.